Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the steerable guide catheter (sgc), it was observed that the lumen of the dilator was obstructed. This was observed when trying to inject heparinized saline with a 60 ml syringe as per the IFU. The saline refluxed when the side screw cap was opened, but when closed, the saline did not come out through the distal end of the dilator. The sgc was replaced with a new one to continue the procedure. Three clips were then implanted without any complications reducing mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, an exception is referenced. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the steerable guide catheter (sgc), it was observed that the lumen of the dilator was obstructed. This was observed when trying to inject heparinized saline with a 60 ml syringe as per the IFU. The saline refluxed when the side screw cap was opened, but when closed, the saline did not come out through the distal end of the dilator. The sgc was replaced with a new one to continue the procedure. Three clips were then implanted without any complications reducing mr to grade 1.